Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21 & annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a1801, a040502, annex b: b01, b14, annex c: c0503, annex d: d08 & annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pcu unexpected shutdown was not confirmed through log review nor replicated during extensive laboratory testing. Functional testing performed on the returned pcu was not able to reproduced the reported issue. Channel disconnect testing was conducted, no error occurred during laboratory testing as expected. Preventive maintenance was conducted to assess the operational condition of the suspect pcu device. The pcu successfully passed all the tasks without any issues. Battery conditioning test results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3744 mah. The capacity was noted between 3700 mah and 3999 mah which is within specification. A review of the pcu module error log showed the error code 351.6660.0 on the reported event day at 7:34 pm, which, according to the syringe technical service manual, indicates a movement error with the concomitant syringe module s/n (B)(6). Specifically, the predicted change in the linear position sensor does not match the expected position. According to the event log review of the pcu between 3:35 pm to 5:48 pm six (6) different infusions were programmed on the concomitant syringe module s/n (B)(6) and ran as expected. At 7:02 pm the user pressed key channel select on the concomitant syringe module s/n (B)(6) and concomitant syringe module s/n (B)(6) but no infusions were programmed. At 7:34 pm an infusion was programmed on the concomitant syringe module s/n (B)(6), but the unit was removed at 7:35 pm after a pump malfunction. At 8:17 pm a new infusion was programmed on the same syringe module an ran without complications. There is no record of malfunctions related to the reported event, at 10:54 pm after several programmed infusions on the concomitant devices the user pressed key channel off and the pcu module was turned off. Battery log showed the pcu ac power was turned on since (B)(6) 2025 and was turned off until (B)(6) 2025. The service bulletin 592a states the proper battery maintenance which includes the following: the battery should be conditioned every 12 months by qualified service personnel. Conditioning can be achieved by performing the battery conditioning test (fast or optimal conditioning). Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the report of a pcu unexpected shutdown could not be replicated during laboratory testing or confirmed through review of the logs; therefore, the root cause could not be determined. Several testing of the suspect pcu module showed the device is working within specification. Note that imdrf annex a040502, a1801, c0503, d08, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.